Manufacturer narrative:
Age at time of event: (B)(6). The device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was flared, damaged, and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus and the reported fracture of the related rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2018-00089. It was reported that a rotawire fracture occurred. The target lesion was located in the circumflex artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation, testing was performed outside the patient's body. However, the wire was noted to snap off from the burr. The part of the wire that was still inside the patient's body was simply pulled out. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.